Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the frame was intermittently appearing in the tracking window of the application software. Spheres on the reference frame were changed out without resolution.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, version #: (B)(4), ubd: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the camera view of the patient reference frame was "not stable". It was noted that the camera viewed the frame intermittently. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.